Event description:
It was reported that during a standard pulmonary vein isolation (pvi) procedure using a balloon catheter, there was a phrenic nerve injury (pni) and a lack of phrenic nerve (pn) capture both during and after the procedure. During the ablation of the rspv, three freezes were performed with no effect on the pn, and only one freeze was conducted in the ripv. At the conclusion of the freeze and the case, there was still no pn capture via pacing. The procedure was completed with cryo. The patient was reported to be asymptomatic and doing fine at discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The case file showed at least 14 applications were performed using an afapro28 balloon catheter with lot number 18229 on the reported event date without any system notices or anomalies. In the fault file, the following fault messages were found on the reported event date: n-066 (the system has detected a higher than expected pressure on the vacuum side), n-177 (the system has detected a higher than expected pressure on the vacuum side), and n-184 (the system has detected a higher than expected pressure). In conclusion, the reported the reported clinical issue (phrenic nerve injury) occurred during the procedure and could not be assessed through data analysis. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.